Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was capped due to a product performance issue. Should additional information become available this file will be updated.

Manufacturer narrative:
3/5/18 - we received additional information: this lead was capped due to noise and high threshold.